Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h11 corrected fields: d4 the device was returned to olympus for inspection and the reported failure was confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle was reinserted, and it was found that it was not possible to perform the biopsy due to its malfunction. Procedural prolongation of less than 30 minutes during a diagnostic endobronchial ultrasound that was completed using a backup device with no reports of further patient harm.